Manufacturer narrative:
The company representative did not confirm nor replicate the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reported events. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery, the equipment was not performing the aspiration and irrigation properly in phacoemulsification mode and also presented with intermittent phacoemulsification power. The aspiration rate and vacuum were found to be 30 and 500 respectively. No system message was displayed. The procedure completed in a slower manner.